Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the tibial provisional fractured upon impaction. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h10. Visual examination of the returned device confirmed the product was cracked and showed signs of use. The device history records were reviewed and no discrepancies were identified. Per the instructions for use, the instruments should not be subjected to high loads and/or impact, as breakage can occur. Based on the information reported, the root cause of the reported issue is attributed to the user impacting the provisional, failing to follow instructions. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.